Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 220 mg/dl. During troubleshooting, insulin pump did not alarm and insulin exited with plunger push and manual prime. Caller was advised that insulin pump was working as designed. It was also reported that insulin pump experienced an off no power. Customer fell into a pond and battery was removed and pump received a battery out limit. Insulin pump passed self test. Caller reported that when customer had high blood glucose of 362 mg/dl it was found that cannula was bent. It was also reported that in the past customer was taken to the emergency room with high ketones. Customer did not want to continue troubleshooting and will monitor insulin pump and contact healthcare professional.